Event description:
The customer stated that she was hospitalized twice for high blood glucose levels due to issues with the infusion sets being worn at the time. The customer did not know the dates of the hospitalizations. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.